Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional testing. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to next fill when slow / now flow occurred above the minimum drain volume threshold. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:27:01. During night drain cycle six, the patient's ultrafiltration reading was 1527ml, indicating the home patient drained 1527ml more than their maximum programmed fill volume of 2500ml. No additional information is available.